Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a disaster recovery (dr) process was in progress due to missing server database data following an outage. A technical support specialist found the db server was only detecting the c: partition, with others missing. Hospital information technology (it) restored the partitions and restarted services, but the application server webpage remained down. The specialist rebooted both servers, remotely accessed the device via remote support service (rss), and reindexed the dsclientoltp database. After disabling the maintenance service and starting the data sync service, all stations at memorial hospital miramar completed sync. One device initially failed due to timeout and insert errors, which was resolved by increasing the database timeout per knowledge article (ka) "medstation es ¿ full sync failure - timeout while inserting records in dsclientoltp." The disaster recovery process was completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, disaster recovery (dr) was currently underway due to missing database data on the server. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, disaster recovery (dr) was currently underway due to missing database data on the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.